Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has a blank display after battery change and battery cap replacement. Customer's blood glucose reading was 152 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.